Manufacturer narrative:
Patient weight was not provided by reporter. This report is for three unknown 4.5mm cortex screws. Part and lot numbers were not provided by the reporter. Other¿UDI# is unavailable. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that a male patient underwent surgery on (B)(6) 2016 due to revise hardware which backed out after a fall on an unknown date. Initially, the patient underwent a right proximal osteotomy and implantation surgery of an angle blade plate and three 4.5 cortex screws on (B)(6) 2015 to treat a congenital acetabular deformity of the right hip. During the (B)(6) 2016 revision surgery, the plate and screws were removed intact and the patient was revised to a dynamic hip screw system. There was no surgical delay and the procedure was successfully completed. The patient's postoperative status was reportedly fine. This report is for three unknown 4.5mm cortex screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.